Manufacturer narrative:
The referenced chronic driveline infection that began in (B)(6) 2016 is reported under medwatch MFR report #2916596-2018-00406. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months. Device evaluation: the patient remains on lvad support. A specific cause for the patient's infection could not conclusively be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient was admitted after being sent to the hospital for assessment of chronic driveline infection. The driveline infection began in (B)(6) 2016, in conjunction with septicemia. Since onset, the patient had been treated for recurring infection with chronic lifetime suppressive antibiotic therapy. It was reported that the patient had been hospitalized multiple times for various issues, and was followed as an outpatient for infections. No major invasive treatment had been utilized, just medication. On (B)(6) 2018, the patient was afebrile and white blood cell count (wbcs) was normal. Antibiotic dosage frequency was increased from twice per day (bid) to three times per day (tid). No further intervention was needed. The event was reported as ongoing.